Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead was at their clinic for a routine device check. Painless shock impedance testing showed a shock impedance of greater than 200 ohms. The device was therefore programmed to a different shocking vector which had normal shock impedance measurements. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.